Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii became hazy and then image was completely lost. The procedure was not completed due to this event. Reportedly, a plastic stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event.